Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw was separating. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no conformance recorded in the lot history. (B)(4).